Event description:
It was reported that the pulse generator had exhibited a false alert for battery depletion. The device was successfully restored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.